Event description:
It was reported that during ureteral stent placement, the suture sliced through the tip of the stent resulting in the distal tip of the stent detaching in the ureter. Uneventful retrieval utilizing a snare followed. Another stent was successfully placed without pt complications. This device is currently being evaluated by this MFR. Upon completion of the engineering evaluation, a supplemental medwatch will be forwarded under the appropriate sequence number available. Follow-up indicated that difficulty was encountered removing the suture, which the co believes may have contributed to this event. However, until the engineering evaluation is completed, the co is unable to determine the cause for this event. Directions for use state: "caution: if suture cannot easily be removed, it is recommended that an add'l 20 cm of suture be attached to one end of the cut suture. Advance 8f dilator over suture to ureteral stent. 6f dilator will maintain stent position while slowly removing the suture from the stent."